Event description:
It was reported that the patient had his spectra penile prosthesis (spp) removed due to pain in the glans or scrotum. The pain originated in the soft tissue because of the pump. The physician feels the pain was caused by the patient's infection. The patient status following this surgery was "not bad."

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned device was visually and functionally tested. Visual inspection of the momentary squeeze (ms) pump found the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Functional testing noted the pump failed the activation test requiring more force than specification to activate. Product analysis was unable to confirm the reported events but did identify a pump malfunction. Visual inspection and functional testing of the cylinders found no evidence of leaks; the cylinders performed within specification. The spherical reservoir was visually inspected and functionally tested during which a leak was identified in the krt at the reservoir adapter strain relief junction as a result of fatigue; a hole was observed. The reservoir was noted to demonstrate wear at a fold in the reservoir shell but no leak was identified. Analysis identified a malfunction with the returned reservoir. Analysis could not confirm the reported events but did identify malfunctions in the ms pump and reservoir components. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Additionally, the reported events do not contain an allegation against the labeling. Product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of known inherent risk of device was chosen as a product malfunction related to the reported events was not identified and the adverse events of pain and infection are included in the product labeling and hazard analysis.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed due to pain in the glans and scrotum. The pain originated in the soft tissue because of the pump. Pus was also found in the scrotum. The physician feels the pain was caused by the patient's infection. The patient status following this surgery was "not bad." A spectra malleable penile prosthesis was implanted after treatment of inflammation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed due to pain in the glans or scrotum. The pain originated in the soft tissue because of the pump. Pus was also found in the scrotum. The physician feels the pain was caused by the patients infection. The patient status following this surgery was "not bad." The device was re-implanted after treatment of inflammation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned device was visually and functionally tested. Visual inspection of the momentary squeeze (ms) pump found the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Functional testing noted the pump failed the activation test requiring more force than specification to activate. Product analysis was unable to confirm the reported events but did identify a pump malfunction. Visual inspection and functional testing of the cylinders found no evidence of leaks; the cylinders performed within specification. The spherical reservoir was visually inspected and functionally tested during which a leak was identified in the krt at the reservoir adapter strain relief junction as a result of fatigue; a hole was observed. The reservoir was noted to demonstrate wear at a fold in the reservoir shell but no leak was identified. Analysis identified a malfunction with the returned reservoir. Analysis could not confirm the reported events but did identify malfunctions in the ms pump and reservoir components. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of known inherent risk of device was chosen as a product malfunction related to the reported events was not identified and the adverse events of pain and infection are included in the product labeling and hazard analysis. Patient codes: inflammation added.